Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; 44 devices had worn components, 11 devices had broken/damaged components, 3 devices had loose components, 3 devices had missing components, 2 devices had bent components, 1 device had dirt/debris, 1 device had alignment issues, and 1 devices had detached/disconnected components. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 65 </noe> malfunction event(s), where it was reported the brakes would not hold. There was no patient involvement.